Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Unable to confirm unexpected battery out limit alarms due to keypad anomaly.

Event description:
It was reported by the customer that their insulin pump was alarming button error and battery out limit. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped, but they were playing tennis and it was hot outside. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 159 mg/dl at time of reporting. Nothing further reported.